Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2000 ohms with some noise noted on the atrial channel. It was reported that there was an issue during connection of this lead to the associated device and therefore, the device had previously been programmed to vvi mode. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.